Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the tip of the instrument broke off during insertion of the t-pal cage. No harm was caused to the patient. No prolongation of surgery as the cage was already inserted when the breakage occurred; also there are two inner shafts on the set, to complete the surgery in case of issues. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the coupling part is broken off. (B)(4) manufactured p/n 03.812.003 lot no 7546227. The parts were made to se_237025 rev 'b'. No nonconformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The relevant dimension of the coupling part cannot be measured due to its broken off condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.